Event description:
It was reported that the pump miscalculated boluses. Reportedly the customer incorrectly entered values into the bolus calculator. The customer experienced a blood glucose (bg) level of 47 mg/dl. The customer consumed carbohydrates and glucose tablets to address bg. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.